Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the patient's medication orders were not crossing over. A technical support specialist (tss) dialed into the server and found the patient listed as both preadmitted and admitted. The tss informed the customer of the dual status and advised contacting the active inventory (adt) team to send an admit message for the patient visit ID. The tss then dialed into the station, reviewed the data synchronization debug logs, and found no communication issues. A server downtime query was run, and external messaging services were restarted following the relevant knowledge article (hospital network / adt / oe or customer third-party software issue) to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient medications order was not crossing. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a patient medications order was not crossing. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.